Event description:
Manfuacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
On 8th june 2021 getinge became aware of an issue with powerled surgical light. According to photographic evidence, paint was peeling from fork and there were missing covers on spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution, as any parts or particles falling off into sterile field or during procedure may cause contamination. According to the information provided by the service unit, the device has been repaired by spring arm replacement. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event due to the paint peeling issue and detachment of spring arm¿s cover. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. Comparing the number of complained devices to the number of sold devices worldwide, we conclude that the failure ratio of paint peeling is moderate and the failure ratio of the detachment of spring arm¿s cover is low. The subject matter expert at the manufacturing site has evaluated investigated issues and concluded: all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chipping or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow detecting the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chipping can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. As stated further by the subject matter expert, the metal spring arm¿s metal cover (dust cover) comes out and can fell off the device. Performed investigation allowed to distinguish possible root causes for this malfunction: non-conformity of the metal covers assembly, degradation of the metal covers, improper use (collision with another device). Maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. In the scope of our continuous improvement policy, maquet sas initiated a modification file (e131106) to include this dust cover fitting procedure in the technical documentations with all spring arms. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with powerled surgical light. According to photographic evidence, paint was peeling from fork and there were missing covers on spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution, as any parts or particles falling off into sterile field or during procedure may cause contamination.